Event description:
Device user reported a transplant liver recipient experienced post-reperfusion cardiac arrest. Patient received adrenaline, amiodarone, sodium bicarbonate, ECMO and CPR. The patient, who was part of a research defat study, died. The research trail has been paused.

Event description:
Device user reported a transplant liver recipient experienced post-reperfusion cardiac arrest. Patient received adrenaline, amiodarone, sodium bicarbonate, ECMO and CPR. The patient, who was part of a research defat study, died. The research trial has been paused.

Manufacturer narrative:
The initial report received from the clinical site indicated that two factors contributed to the decline of the patient. First, condition of the donated liver which had been retrieved from a 56-year-old dcd donor which had been described as mild or moderately steatotic, and therefore suitable for the clinical study, as well as qualifying as an extended criteria donor. However, normothermic machine perfusion was conducted without incident and with satisfactory flows and pressures. It was judged by the implanting surgeon to be suitable for transplantation. Second, the condition of this patient was unstable as manifested by substantial requirement for blood transfusion and blood pressure support throughout the case. This continued during the process of implantation. Reperfusion of the organ was followed by a severe reperfusion event leading to cardiovascular collapse and the need for cardiopulmonary resuscitation, including the institution of veno-arterial ECMO. Resuscitation was unsuccessful and the patient was declared dead. As a result of our expert medical review, the medical professional provided the following opinion. "The combination of a dcd liver that has moderate steatosis combined with vena cava clamping without veno venous bypass or another way to decompress the portal vein and vena cava in a patient that is a borderline candidate with multiple comorbidities is a perfect set up for significant reperfusion syndrome after reestablishing blood flow." Based on expert medical review of the donor liver perfusion and subsequent transplantation procedure details, it was concluded that there is no indication of any device malfunction. The root cause of the reported adverse event is inconclusive. Return of the device was not requested because the investigation was able to be completed without physically evaluating the device.